Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: description as reported: product snapped in half. Rn was changing fluid lines when the pump segment snapped in half from the safety clamp area. Tubing was hooked up sterile to a central line when broken. Actual product packaging was tossed by another nurse who was unaware of the situation at the time.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Description as reported: product snapped in half. Rn was changing fluid lines when the pump segment snapped in half from the safety clamp area. Tubing was hooked up sterile to a central line when broken. Actual product packaging was tossed by another nurse who was unaware of the situation at the time.